Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for the device change-out procedure for eri, it was observed that the device had reached eol prematurely from eri. It was noted that the device was unable to be interrogated with two different programmers. When the device was removed from the pocket, it was noted that there was a bulge on the device. The device was explanted and replaced as planned. The patient was doing well.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.